Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported guide wire advancement difficulties. The deployment mechanism had not been activated but the stent was found to be partially released which is considered a consequence of the sticking guide wire that was separated from the delivery system outside the patient. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. High friction between guide wire and delivery system may be caused by a difficult vessel anatomy, insufficient flushing of the device or usage of inadequate accessories. In this case, a 0.035" guide wire was used, the system had been flushed prior to use, the tracking path was reported to be moderately calcified and the vessel had been pre-dilated. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU indicates that the device is only compatible with a 0.035" (0.89 mm) guide wire.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The event is currently under investigation. Initial reporter: "complainant phone number" consists of more than 10 digits: (B)(6). PMA 510(k): although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the stent delivery system got stuck on the guide wire during a stenting procedure of the common iliac artery. Reportedly, the guide wire had been inserted half way into the delivery system when high resistance was met. The delivery system and guide wire were removed as one unit. The guide wire was separated from the system outside the patient and another device was used for treatment. There was no reported patient injury.